Manufacturer narrative:
Sample requested, but not received. Evaluation: conclusion - no sample returned for investigation. No lot# to DHR review. CAPA (B) (4) was implemented to reduce incidence of jamming. This CAPA was closed.

Event description:
The event is reported as: the stapler jammed during use. No patient injury reported.